Manufacturer narrative:
Prime test was performed on the insulin pump. Insulin pump was received stuck in motor error loop during bolus and basal delivery. Unable to perform the excessive no delivery test and occlusion test due to motor error alarm. Insulin pump's motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip; minor scratched on lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported that he received a no delivery and motor error alarm on his insulin pump. Customer stated that he had change his infusion set and primed right before going to sleep; alarms woke him up and he tried to prime and was not able to. Customer stated he does not use the sensor feature and he is unable to rewind the insulin pump. Blood glucose level 75 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.